Event description:
It was reported that during clinic follow up, the right ventricle (rv) lead exhibited over sensing and high pacing impedance. The rv lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.

Event description:
New information received that, additionally the lead exhibited high threshold.

Manufacturer narrative:
Awareness date for reported high threshold was updated to 27 sep 2024.